Manufacturer narrative:
A ge rep evaluated the system and cleaned the high voltage connectors and regreased the high voltage cable candlestick connectors. System operates as intended.

Event description:
Customer reported the system displayed a voltage overload and shut down, losing some images when shutting down. No patient injury was reported.